Event description:
Medical interpretation: levels implanted were l3/4. Post-op sagittal MRI shows scoliosis and reabsorption under and above spaces. X-rays show pedicle screws and device were in proper position with some settling.

Event description:
It was reported that a patient underwent an unspecified spinal procedure. It was reported that a patient developed bone erosion and pseudoarthrosis post-operatively at the l3-l4 level.

Manufacturer narrative:
Levels implanted were l3/4. Post-op sagittal MRI shows scoliosis and reabsorption under and above spaces. X-rays show pedicle screws and device were in proper position with some settling.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.